Event description:
It was reported that while testing the control module, the green connector was very loose and that the dc adapter for the green cable was very unstable on the unit. There was no pt involvement.